Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing. Isometrics such as deep breathing were able to replicate the noise. The device was reprogrammed to resolve the issue. The patient will continue to be monitored with routine follow-ups.